Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information follow-up MDR nr. 1: root cause analysis: following review of the available data, there is no indication for a possible failure or malfunction of the ventilator. Based on the current knowledge the patient experienced a temporary unforeseeable patient/device interaction problem that caused a significant hypercapnia. Even though the ventilator adapted and applied the increased minute ventilation during use as required, a significant hypercapnia occurred to the patient that could not be compensated by an increase in minute ventilation. A potential root cause for a transient reversible hypercapnia: rebreathing by increased instrumental deadspace (any additional accessories like flextubes etc. Between y-piece and endotracheal tube). Correction: the device was not available for return, as it was serviced by alfred biomeds (the (B)(6) hospital, melbourne, australia). The significant hypercapnia described in the complaint/failure description cannot be explained by the available device data. It was a transient/reversible physiological problem, that was solved by connecting the patient to another ventilator, which apparently provided an increased instrumental deadspace and reversed the transient hypercapnia. Trending: a trend review for the same risk ID (B)(4) performed on 10-mar-2024 on the same product family (hamilton-t1) for the period 01-10-2021 to 10-mar-2024 got performed. This is the only similar complaint what hamilton medical ag received. Investigatoin conclusion: the allegation in this complaint was confirmed to be a complaint, as a malfunction of the device could be identified. With this investigation it has been confirmed that there is no indication that the device did fail to meet its specifications at the time of the event while the device was used on a patient. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore the event has been deemed to be a reportable event. The most probable root cause identified was that the patient experienced an unforeseeable patient/device interaction problem that caused a significant hypercapnia. A technical error of the hamilton-t1, causing the event could not be identified. There was no reported user or third party harm, but the patient's pip and etco2 had been increasing temporarily.

Event description:
The following was reported to hamilton medical ag: the patient was on a hamilton t1 ventilator and went to CT scan. While the patient was on the CT table, patient's pip and etco2 were increasing without any particular reason. The patient was on the same ventilator for an hour before the incident and no issue was identified. Returning from CT, etco2 went up to 100 and abg showed ph 6.99 (etc02 confirmed as accurate on abg). All the troubleshooting attended but unable to find a potential reason and ventilator circuit was intact. Removed from ventilator and hand bagged - less than 30 secs after hand bagging, every parameter became normal. Patient connected to a ICU ventilator (hamilton c6) and no issue post. Ed cca facem thought the episode could be from possible ventilator failure or malfunction / re-circulating co2.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the patient was on a hamilton t1 ventilator and went to CT scan. While the patient was on the CT table, patient's pip and etco2 were increasing without any particular reason. The patient was on the same ventilator for an hour before the incident and no issue was identified. Returning from CT, etco2 went up to 100 and abg showed ph 6.99 (etc02 confirmed as accurate on abg). All the troubleshooting attended but unable to find a potential reason and ventilator circuit was intact. Removed from ventilator and hand bagged - less than 30 secs after hand bagging, every parameter became normal. Patient connected to a ICU ventilator (hamilton c6) and no issue post. Ed cca facem thought the episode could be from possible ventilator failure or malfunction / re-circulating co2. Deterioration, increased c02 and cerebral blood flow to a traumatic brain injury patient.